Event description:
The user facility in the EU reported patient experienced access site bleeding requiring blood transfusion on day 3 of support with the impella cp.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The cause of access site bleeding issue cannot be determined since the complaint device was not returned for investigation and no sufficient data returned.